Event description:
A surgeon claimed that the mayfield swivel adaptor (a1018) had movement while the patient was pinned into it. There was no patient injury or surgical delay.

Manufacturer narrative:
Mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: functional testing did not confirm movement when the device is locked. When unit is properly positioned and put under pressure, unit would not have slipped. The swivel sleeve teeth, nylon washers and retaining rings are worn and require replacement. Root cause: the evaluation of the device could not duplicate the reported complaint. Functional testing did not confirm movement when the device is locked. The definite root cause cannot be reliably determined but it is likely caused by improper usage, and/or movement/placement of the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.